Event description:
It was reported that the customer had issues during prime/rewind. The customer's blood glucose reading was 4.1mmol/l. It was stated that insulin squirted out during the manual prime process, and the device alarmed. It was stated that the customer attempted to prime several times, but the device continued alarming. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.